Event description:
This ra lead was implanted on (B)(6) 2002. Patient is in chronic atrial fibrillation. It was noted on (B)(6) 2011 that this lead has impedance less than 200 ohms, no sensing. Threshold not able to be tested due to atrial fibrillation. Lead was replugged into a new device instead of capping per the physician. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).